Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a previous right total hip replacement using pinnacle metal on metal and a summit porocoat stem. Patient is being revised. Pinnacle cup was retained, as was the summit stem. A new altrx liner was placed as was a ts sleeved revision head. Patient was revised to address pain, limited function and limp dysfunction. MRI scan reported pseudotumor. Aspiration shows 16, 000 white cells but no polys on gram stain. Operative note reported pseudotumor tissue this was incised with a white colored particulate matter fluid and tissues were sent for culture and pathology. There was some evidence of trunnionosis through the head and trunnion. Acetabulum had eroded and due to difficulty of the operation additional time was needed for the operation. Doi: unknown. Dor: (B)(6) 2019; unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.